Event description:
Phaseal optima vial protector did not inflate when compounding nelarabine. Pharmacy technician was unable to get air into the vial during compounding. Syringe was perpendicular to the hood surface. Device lot: 2502409.